Manufacturer narrative:
An event of high gradiant and valve appeared supra-annular on echocardiogram was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on available information, a cause for the reported event could not be conclusively determined. No additional information was provided. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2024, a 29mm, c navitor with radiopaque markers, was implanted in a patient with a depth of 4mm. The sizing of the annular dimensions of the native valve was perimeter: 79.5, area: 489.4, diameter: 25, lvot: 24.4. There were sufficient calcium to allow anchoring of the device in the opinion of the user. The implanter confirm that all 3 tabs have successfully released using two different views. 1 day later the gradient went from 9 to 21 and valve appeared supra-annular on echocardiogram. No paravalvular leak noted. It is unknown if a treatment was provided. The patient is stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 29mm, c navitor with radiopaque markers, was implanted in a patient with a depth of 4mm. The sizing of the annular dimensions of the native valve was perimeter: 79.5, area: 489.4, diameter: 25, lvot: 24.4. There were sufficient calcium to allow anchoring of the device in the opinion of the user. The implanter confirm that all 3 tabs have successfully released using two different views. 1 day later the gradient went from 9 to 21 and valve appeared supra-annular on echocardiogram. No paravalvular leak noted. It is unknown if a treatment was provided. The patient is stable.